Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no significant anomaly, the battery was at normal end of life and the telemetry and output were ok. It is a normal condition of the interstim 2 device that the impedance measurement is less accurate at lower delta-v measurements. The accuracy of the impedance measurement is also affected by ins battery level. At a lower battery voltage level the measurement is less accurate. This device is at 2.300 volts. The delta-v is affected by the parameters used. At 1.0v, 450 usec, 14hz, the impedance measurements in 0.9% saline solution were higher than normal. At a higher amplitude setting of 2.0 volts the accuracy of the impedance measurements in 0.9% saline solution were improved because the delta-v is higher. The ins is operating as is expected for an interstim 2 that is in an eos condition. Final analysis of the lead revealed no significant anomaly and the lead body conductor was crushed.

Event description:
Additional information received reported that the device was revised and replaced secondary to malfunction or migration. The patient had seen a return of symptoms controlled with decreased leakage between catheterizations on program 2. It was reported that the patient denied any adverse events following surgery and was seen by their health care provider (hcp) for follow-up assessment. It was noted that the patient required multiple catheterizations daily for nonobstructive urinary retention. The patient denied having fever, chills, abdominal pain, flank pain, diarrhea, nausea, vomiting, or constipation. It was reported that the right upper buttock incision was clean, dry, and intact. The status post implantation was that the patient was seeing a nice symptomatic improvement with decreased leakages between catheterizations. It was noted that they would continue to optimize programming with a return in 6 months for reevaluation.

Event description:
It was reported that there was a loss of therapeutic effect and the patient did well after implant until a month and a half ago when symptoms returned to baseline. It was noted that this was around 2013 (B)(6) and the patient also had foot surgeries around this time. It was reported that the implantable neurostimulator (ins) was interrogated the day of the report and was at end of service (eos). It was noted that the patient did not have any sensation in the area, even during the trial, and the patient was in a car accident 20 years ago and didn¿t have any nerve sensation ¿down there.¿ the reporter stated that the patient didn¿t have a sensory feedback mechanism for the therapy and that made the patient atypical. It was reported that a longevity calculation was performed to estimate the ins battery life and the estimate was found to be 2.4 months to the elective replacement indicator (eri) and 3.3 months to eos. It was noted that the patient was programmed at the following settings with 24 hour use: 50 hz, 8.5 volts, 210 pulse width with one anode and one cathode. The patient had tried a lower amplitude and did not have therapeutic response. It was reported that the impedance readings were greater than 4000 ohms on all bipolar pairs and all unipolar pairs. It was noted that the patient had not had any falls or trauma but had multiple surgeries on their feet since implant. Three days later, it was reported that the patient was scheduled to have a battery and possible lead replacement on 2014 (B)(6). It was later reported that the lead and ins were replaced and normal battery depletion was confirmed on 2013 (B)(6) with the clinician programmer. It was noted that the patient did not respond at all to standard programming at low or moderate amplitudes during the trial, but responded very well at high amplitudes and higher rates. It was reported that the patient went from 10-20 leaks a day to 0 leaks a day. It was noted that the patient had no sensory or motor response to therapy during the trial or implant and the patient moved forward to implant and experienced similar excellent symptom resolution at high amplitude and rate. It was reported that fluoroscopy confirmed very good lead position. It was noted that the ins and lead were removed intact and there appeared to be a small kink about halfway down the lead. The reporter stated that it didn¿t appear that the kink was a factor. It was noted that the patient would be systematically tried on various programming combinations at lower amplitudes to see if there were any settings where he would receive symptom relief and lengthen battery life. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-33, lot# va0b23z, implanted: 2013 (B)(6), explanted: 2014 (B)(6), product type lead product ID neu_unknown_prog; product type programmer, physician. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.